Event description:
The following variance was reported by the physician's office in (B)(6). Date: (B)(6) 2015. Inratio2 inr: 3.2. Laboratory inr: 1.6. Testing was performed immediately. The lot number was unable to be provided as this event occurred in the past. There was no reported adverse patient sequela and no additional information was provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.